Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the viper2 final tightener handle (p/n: 286745500, lot #: gb124442) was returned and received at us cq. Upon visual inspection, there were no issues identified with the returned device. Functional test: the functional test was performed by fsl ups houston, tx site. During torque testing, the device was found to be out of specification. Document/specification review: based on the date of manufacture the relevant drawing, reflecting the current and manufactured revision was reviewed. Investigation conclusion: the complaint condition is confirmed as the viper2 final tightener handle (part #: 286745500, lot #: gb124442) failed in the torque test. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb124442 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 06 dec 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 72-88. The torque tested high ¿ 93.028. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) viper2 final tightener handle. This report is 1 of 1 for (B)(4).